Manufacturer narrative:
(B)(4): eval: method - lens work order search. Results - visual inspection of the returned product found half of plate haptic torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a micl 13.7mm implantable collamer lens. As the lens was inserted and it started to unfold in the eye, the surgeon noticed the lens was damaged. The lens was removed with no pt injury and another same model and size lens was implanted.